Manufacturer narrative:
Device not returned.

Event description:
Reportedly, pt expired after an implant date in 2008 due to unk reasons. Unk if pt death is device related. Date of pt's death and implant duration is unk. Info learned from implant pt registry.